Event description:
It was reported that the pump screen was dark and wouldn't turn on after the pump was submerged in water briefly following a fall. The customer's blood glucose level exceeded 500 mg/dl, indicated as "high," due to this issue. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Reportedly, customer reverted to manual injections for insulin therapy.